Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-4316 lot # ni description: next generation anchor kit-sterile sc-2158-50/3000661: the complaint was confirmed. Six cables were fractured at the kinked sections of the lead body where a clik anchored, but no cables were exposed at the site. Sc-4316 : the clik anchor revealed no anomalies.

Event description:
A report was received that the patient was having sex and noticed thereafter that the stimulation changed and was now intermittent. It was noted that there were high impedances on the lead. The patient underwent a lead replacement procedure and was reportedly doing well post-operatively.

Event description:
A report was received that the patient was having sex and noticed thereafter that the stimulation changed and was now intermittent. It was noted that there were high impedances on the lead. The patient underwent a lead replacement procedure and was reportedly doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-4316 serial/lot: (B)(4) description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having sex and noticed thereafter that the stimulation changed and was now intermittent. It was noted that there were high impedances on the lead. The patient underwent a lead replacement procedure and was reportedly doing well post-operatively.